Event description:
It was reported that the patient received an inappropriate shock for sinus tachycardia because the time out feature was programmed on and the device did not withold. The feature was turned off and the patient's medications were adjusted. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.